Event description:
It was reported that the ilet display developed an initial hairline crack and subsequently fractured further during attempted touchscreen operation, resulting in a nonresponsive screen and inability to use the device. Symptoms included inability to interact with the device interface and disruption of therapy, without injury. Outcomes included interruption of insulin delivery and the user reverting to an alternative insulin therapy. Investigation included collection of event details, verification of serial number and shipping information, and review of user-supplied photographs. Investigation of this case revealed damage consistent with a cracked or broken display assembly leading to touchscreen unresponsiveness and loss of function of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display/touchscreen component due to applied force.